Event description:
It was reported that, "the patient presented with signs of infection, swapped out the poly."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #6481-2-140 lot # lco356 description: mrhk tibial sleeve. Cat # 6481-2-110 lot# lco789. A description mrhk femoral bushing. Cat # 6481-2-130, lot# lcn711, description: mrhk bumper insert - neutral. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.